Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000875. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) pendant remained in initialization. Motion progress bars remained constant. The rotor was not rehoming. The collimator filter ladder was not moving despite the filter motor activating. The collimator filter ladder collar was physically unbound, the ladder screws were reseated, and the filter index was reset. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A090501 was coded for the system never taking the image. A110201 was coded for the system getting stuck on initialization. A150204 was coded for the gantry that had to be manually opened to remove the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was able to successfully acquire two 2d scans, and then removed the system from over the patient. After placing the screws in the procedure, they went to take another spin. The green status bar was showing as it was 'in progress,' and then showed it was complete but the system never took the spin. The lights on the gantry did not go on as well. They then rebooted the system, and the system was stuck on initialization. It had to be manually opened to be removed from over the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. Before the surgeon opted to abort the use of imaging. There was no reported impact on patient outcome.